Event description:
It was reported the pt experienced pain at the ipg site. Palpating revealed drainage/infection at the ipg site. Subsequently, the pt underwent surgical intervention on (B)(6) 2014, where the pt's scs system was removed. F/u info revealed the pt was treated for the infection and the issue is now resolved.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.